Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the unresponsive key/s on the keypad. A review of the device history record for sn(B)(6) was performed from date of manufacture 8/7/2018 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not charge the battery and would not power on. The power indicator would not illuminate. A new power cord was installed but the issue was not resolved, so the original power cord was reinstalled. The customer noted that some parts from this device were used to fix other pcus. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not charge the battery and would not power on. The power indicator would not illuminate. A new power cord was installed but the issue was not resolved, so the original power cord was reinstalled. The customer noted that some parts from this device were used to fix other pcus. No patient involvement.